Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found over-sensed noise and high pacing impedance exhibited by the right ventricular lead. The lead was deactivated via programming in-clinic, where failure to sense and no capture were observed. Lead fracture was suspected. The patient was not dependent and was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1 and h6.

Event description:
New information received notes that the patient presented for right ventricular (rv) lead replacement. During the procedure the lead was found completely coiled inside the device pocket and dislodged due to suspected twiddler's. The lead was explanted. The patient was stable throughout.

Event description:
Additional information received indicated the high voltage therapy delivered was deemed appropriate, and the patient did not experience any discomfort.

Manufacturer narrative:
Section h6 - "1574 - inappropriate/inadequate shock/stimulation" should be included in medical device problem code section.

Event description:
Additional information received indicated the patient was also inappropriately shocked.